Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
Abstract 1: long term clinical outcomes of the altis single incision sling for the treatment of female stress urinary incontinence 248 brousseau t1, jundi m1, tu l m1, sioufi r2 1. Université de sherbrooke, 2. Hôpital anna-laberge. Abstract 2: altis adjustable single incision sling for female stress urinary incontinence: mid-term efficacy and satisfaction ep 277 l. Tu; urology, ctr. Hosp.ier univ.ire de sherbrooke, sherbrooke, canada. Please see article abstracts for details.